Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when removing the needle from this patient on (B)(6) 2023, a nurse from facility found that the needle could not spring back safely, resulting in stick. The infusion set was discarded. No impact to patient or heath care professional.

Event description:
It was reported that when removing the needle from this patient on (B)(6) 2023, a nurse from facility found that the needle could not spring back safely, resulting in stick. The infusion set was discarded. No impact to patient or heath care professional.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a faulty safety mechanism was inconclusive with the provided customer photograph and information. An image was provided by the customer which depicted a powerloc infusion set. The needle base of the device was wrapped in gauze with the safety mechanism not engaged and needle unenclosed. No apparent damage, defect, or deformity was seen and no confirmation of the event was possible. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.